Event description:
Failure to deploy stent "as per cc form": stent would only partially deploy, handle stopped working. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal during stent placement. 2. What endoscope type and channel size was used? Olympus duodenoscope 3. What was the position of the elevator? N/a, open, closed open 4. Details of the wire guide used (diameter, type, make)? Boston jag 0.035 wire 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. Yes cbd 7. Please advise the anatomical location of the intended target site. Mid cbd 8. How long was the stent in the patient by the time this complaint occurred? Na 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no na 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no no 12. What intervention (if any) was required? Na 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Not given 2. Where was the stricture located in the body? Mid cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? , yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No] questions related to during introducer withdrawal na 1. Are images of the device or procedure available? N/a, yes, no 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) na 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11-aug-2025, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the evo-fc-10-11-8-b device of lot number c2162189 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of piercing of the outer sheath and wire protrusion, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Flexor separation and kink likely occurred during stent deployment due to high friction force. It has also been identified in the lab evaluation that the safety wire was cut correctly as per drawing (B)(4). Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01x used device. Complaint is confirmed based on visual and/or functional inspection. Capa00209 has been initiated and will document all necessary action required as result of this issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11-aug-2025, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.